Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm. After troubleshooting, alarm persisted. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. However, detailed trace analysis has confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior; after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. The insulin pump was received with operating currents within specifications. No unexpected failed battery test or failed battery alarms noted. The insulin pump had scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.